Event description:
Procedure type: oophorocystectomy. According to the rptr: during surgery, inserted a 5 mm forceps into the port and removed it. After that, upon inserting dissect forceps into the port, found a foreign material like a part of seal in the cavity. It was retrieved. The procedure was competed with another. No tissue damage. No bleeding. Extended operating time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
(B) (4)